Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer went to the hospital for the high blood glucose but when they arrived the customer's blood glucose was 258 mg/dl. The customer threw their insulin pump against the wall out of anger prior to the hospital visit. The customer was not treated at the hospital for any serious injury. The customer returned the product for analysis.

Manufacturer narrative:
Unable to perform the functional testing due to a cracked and bleeding lcd glass. The pump had a broken off end cap, a cracked case at the display window corner, a cracked reservoir tube, a cracked reservoir tube lip, a broken reservoir tube window, a cracked belt clip slot, a loose lcd window and minor scratches on the lcd window.